Manufacturer narrative:
The investigation for the console (aic) damage has been completed. Data logs revealed no issues. The console was returned for evaluation. Upon visual inspection, the pump receptacle cover had broken off completely. The cause of the issue was a defective component. F6/f8 should have been left blank in the initial report.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility's biomedical department released that the automated impella controller (aic) has a broken port cover. The aic was removed from service.